Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's left hip on (B)(6) 2021. As reported: "it was reported that a left total hip replacement had a loose acetabular component done from a prior surgery, date unknown. Upon reviewing the x rays it was apparent the cup was loose and displaced. Dr requested a revision cup, mdm liner, insert and head. He also requested a new restoration modular body due to the pre surgery identification. The procedure was performed through a posterior approach. The old cup was removed. The new body, cup liner and head were implanted per surgical technique as well as 7 screws into the acetabulum. The patient appeared to have satisfactory stability and leg length per dr. An intra operative x ray was taken to confirm the placement. Satisfied dr closed up the procedure. I was informed yesterday (B)(6) 2021 that the new implants have again become loose and dislodged from the acetabulum. Dr is now in the planning stages for a follow up procedure." Spoke to rep, who provided the usage sheet from the revision on (B)(6) 2021. Rep confirmed there are no allegations against the revised liner, head, or restoration modular proximal body, and also confirmed that no further information will be released by the hospital or surgeon.